Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic rectosigmoidectomy procedure. The device was being used for stapling the tissue. The stapler was able to fire but there was poor staple formation. The load was divided into parts, not completing a total line of clamps. The staple line was incomplete at the distal end. To fix the stapler line, fired another charge to complete it. A component of the device broke off. In order to resolve the issue and complete the case, the product was replaced. There was no patient harm. The patient status is alive, no injury.